Event description:
Caller reported a cartridge alarm 20 during the load process of the pump. Blood glucose level did not exceed 500 mg/dl, indicating there was no adverse impact. Customer experienced consecutive cartridge alarms and, as a resolution, a replacement pump was arranged by technical support. Customer planned to continue using the current pump as backup therapy and showed interest in obtaining an out-of-warranty loaner pump while awaiting the replacement.